Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and performed testing. All three sensors passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when their blood glucose level was not low. The customer's blood glucose level went up to 350 mg/dl because the insulin pump was suspended. The insulin pump suspended when their sensor glucose reading was 40 mg/dl but their blood glucose level was 90 mg/dl. After calibrating twice the customer received a calibration not accepted followed by a change sensor alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.